Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. No pt injury was reported.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.